Manufacturer narrative:
On 09/13/2010 (through follow-up with the health-care provider via fax), a response and a copy of the operative report was received. It was learned that the device was explanted due to aortic regurgitation, secondary to deterioration of the prosthesis.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided by the health-care provider and no device was returned for evaluation. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 86.7 months, due to unknown reasons. No further details were provided.